Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they spoke to the patient¿s son who stated that after the patient¿s last visit to the health care provider (hcp), the issue was solved and they no longer needed a new recharger. Further information was unable to be gathered during the call as they were busy and couldn¿t talk long.

Manufacturer narrative:
G2: foreign: italy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient saw that the implanted neurostimulator (ins) battery was at 100% for several days now, when before it was decreasing every day. Also, they can't feel any stimulation even changing groups or trying to increase the therapy. The antenna was also taking way longer to connect to the ins (took almost 2 minutes during this call). A new recharger was requested. The patient was notified that they should call back if replacement of their product does not resolve the issue. Additional information was received. Regarding the cause of the ins/depleting and not feeling stim, it was stated that the therapy was turned off and back on, but the patient couldn't feel any stimulation which lead them to believe the recharger antenna was defective and that's why real data is not reflected on the controller. They removed and reinserted the battery back and recharger to resolve, but the patient still has not received a new recharging kit to confirm if this has resolved.